Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states, on (B)(6) 2022, the patient reported that infusion set tubing was came apart and the location of detachment is tubing connector. The blood glucose level was high. No further information available.